Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pdm battery became very hot. The patient's blood glucose (bg) values dropped to less than 70 mg/dl.